Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the distal posterior descending artery. The 2.00mm x 12mm emerge balloon catheter was advanced to the target lesion for plain old balloon angioplasty. Upon removal of the device, the shaft broke. The balloon catheter, the unspecified guide catheter and guide wire were withdrawn all together and were successfully removed from the patient. The procedure was completed using this device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. The balloon was loosely folded. The hypotube had a complete separation 54cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple kinks throughout the catheter. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Noted no other damage or irregularities. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the distal posterior descending artery. The 2.00mm x 12mm emerge¿ balloon catheter was advanced to the target lesion for plain old balloon angioplasty. Upon removal of the device, the shaft broke. The balloon catheter, the unspecified guide catheter and guide wire were withdrawn all together and were successfully removed from the patient. The procedure was completed using this device. No patient complications were reported and the patient's condition was stable.